Event description:
My mother had a CABG done at the age of 55. One of my maternal uncles had a sudden death at the age of 48. I do not smoke, but had high cholesterol which was under control on crestor. I was off crestor for last 2 months because of high cpk-500. I experienced chest pain on 25th may while attending a conference. Fly back to home other day and went to ER. Two sets of cpk and troponin were negative, not sure about the third one. Next morning 9hr after being in the ER cath was done and a 2.mm cypher stent was placed. During stent placement I woke up with the pain, probably when they were deploying stent. After stent since I was complaining of substernal chest pain, two caths were done, one on the same day of initial cath and one after two days. Both times, stent was found to be patent. I was discharged on following medications: 1. Plavix, 2. Baby aspirin, 3. Lipitor, 4. Thyroxine. While at home, I continued to experience chest pain, which was constant in nature. Common locations were left sternal border, close to 2nd and 3rd rib, axillary region radiating into left arm, tip and medial border of left scapula, with tingling sensation on the anterior surface of arm and radial and ulnar borders of forearm. Also notice itching in the axillary region. While walking on treadmill, it gets more pronounced. I had a stress cardiolyte test done after two weeks, which did not showed any ischemia, I was able to do it for 10 minutes, peak heart rate of 190, but test was stopped secondary to fatigue and shortness of breath. No significant increase in chest pain and there were no EKG changes during the test. After 1st stress test, I also noticed a follicular eruption more on left shoulder then on right. Looks like acne. No itching on the site though. A CT angiogram was done after 4 wks which was also read as negative. Although the intensity of rest pain has decreased, but anterior chest wall pain gets pronounced on treadmill. Another stress cardioloyte test done after 7 wks, was also negative. Recently I started taking benadryl on my own. I noticed much improvement of the pain. It's not gone completely and low grade pain is still present, but radiation is gone and itching in axillary region has also cooled down. Now for a week I am on zyrtec and tagamet.